Manufacturer narrative:
The investigation confirmed that the lower than expected quality control results for the vitros tropi es and nt-probnp assays were obtained using three different levels non-vitros borad control levels on a vitros 5600 integrated system. The investigation concluded that the most likely assignable cause of the lower than expected vitros tropi es and nt-probnp quality control results is an instrument related issue. An ortho field engineer attempted to perform a pre-service vitros tropi es within-run precision test and no results were obtained due to well wash errors. Acceptable vitros tropi es and ntbnp performance were obtained after the field engineer replaced the well wash nozzle and performed necessary adjustments.

Event description:
A customer obtained lower than expected quality control results for the vitros tropi es and nt-probnp assays using three different levels non-vitros biorad control levels on a vitros 5600 integrated system. Vitros tropi es: biorad l1 lot 23670 results of <0.012 (x2) ng/ml versus the expected result of 0.098 ng/ml. Biorad l2 lot 23670 results of <0.012 (x2) ng/ml versus the expected result of 2.66 ng/ml. Biorad l3 lot 23670 results of <0.012 (x2) ng/ml versus the expected result of 18.0 ng/ml. Vitros ntbnp: biorad l2 lot 23670 results of 41.20, 37.40, 40.43 pg/ml versus the expected result of 554.0 pg/ml. Biorad l3 lot 23670 results of 48.39, 38.63, 39.80 pg/ml versus the expected result of 5925 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The affected samples were non-patient quality control samples, however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the events were to recur undetected. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).